Manufacturer narrative:
Integra has completed their internal investigation (B)(6) 2015. During investigation we observed the following lot 079 slightly movement in the locking mechanism need to overhaul and adjust plunger cap loosen need to fix rocker arm pin-drilling' out of specifications need to be replaced. The returned device was manufactured on december 31, 2007. A two year lookback in trackwise for this reported failure and or related to "plunger cap loose" for this product ID shows that no additional complaints were received no new design or manufacturing trends have been identified this issue will be monitored. Conclusion: root cause cannot be determined, according to technician the plunger cap was loosen, and it only needed a bit of force to be fixed again. Normal repair was performed.

Event description:
It was reported that an a2000 mayfield skull clamp had a "thread that doesn't hold." Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.